Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced loss of control of the synchroseal instrument. The procedure was completed with no reported injury. There was a delay of less than 15 minutes. Intuitive followed up and obtained additional information. The instrument was inspected prior to use and nothing out of the ordinary was noticed. The synchroseal instrument had unintuitive motion since the movement did not match with the surgeon's console input. The issue was resolved by replacing the instrument with a maryland bipolar forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis confirmed and replicated the customer complaint. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was placed on an in-house system and successfully passed recognition. However, during in-house testing, the instrument failed the engagement test on 3 of 3 attempts. The error log for the system installs display error code 22020, with parameters indicating that the wrist pitch axis failed to engage. As a result of the broken snake wrist cable at the wrist, the instrument could not be tested for reversed/unintuitive motion because it failed the engagement test. The instrument was unable to be tested for reversed/unintuitive motion. The instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity three of three attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.